Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('removal') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced alopecia ("hair loss") and hair colour changes ("hair going grey all of a sudden and fast"). The patient was treated with surgery (medical device removal). Essure was removed. At the time of the report, the medical device removal and hair colour changes outcome was unknown and the alopecia had resolved. The reporter considered alopecia, hair colour changes and medical device removal to be related to essure. Concerning the injuries reported in this case, the following one/ones were described in patient¿s social media post: alopecia and hair colour changes. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received: event medical device removal added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('removal') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced alopecia ("hair loss"), hair colour changes ("hair going grey all of a sudden and fast") and tooth disorder ("dental issue"). The patient was treated with surgery (medical device removal). Essure was removed. At the time of the report, the medical device removal and hair colour changes outcome was unknown and the alopecia had resolved. The reporter considered alopecia, hair colour changes, medical device removal and tooth disorder to be related to essure. Concerning the injuries reported in this case, the following one/ones were described in patient¿s social media post : alopecia and hair colour changes. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: new events dental issue was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.